Manufacturer narrative:
H3: analysis of pli# 10 product ID# 977006 found stim ins/hybrid/hybrid anomaly/cause unknown. Analysis of product ID 977a1 lot# serial# unknown, product type: lead. Product ID 977a1, serial# unknown, product type: lead. Product ID 977a1, serial# unknown, product type: lead. Found stim lead/proximal end/insulation/consistent with metal ion oxidation (mio). D10: product ID 977a1, serial# unknown, product type: lead. Product ID 977a1, serial# unknown, product type: lead. Product ID 977a1, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that the ins initially connected to the tablet, but during impedance check connection was lost and was never able to be achieved again. Troubleshooting the issue involved moving the ins off back table onto towel stack, moving away from overhead lights, putting communicator in sterile sleeve and placing directly on top of ins, as well as exiting workflow and restarting, rebooting of clinician app, and rebooting of entire tablet. The cause of the issue was unknown. Rep reported the device was never implanted and there was no patient involvement. Rep noted the device will be returned. Field rep reported they would follow-up with any new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.